Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced pre-syncopal spells, dizziness and fatigued and presented to the emergency room. Upon device interrogation, the right ventricular lead exhibited noise oversensing leading to pacing inhibition, high capture threshold, and low impedance. Programming changes was made and was admitted to the hospital. On (B)(6) 2019, the patient was brought into procedure and the lead was capped and replaced. The patient was stable throughout the procedure.

Event description:
New information received on (B)(4) 2019 indicated that the lead was also fractured.